Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high impedance. The physician made several attempts re-positioning the rv lead but the impedance was high. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage.